Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated cardiac troponin I (tni) patient sample result obtained on a dimension® exl¿ with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Examination of the data revealed that sample ID (B)(6) was processed on (B)(6) 2022. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed maintenance that was part of standard troubleshooting, replacing the sample metering and flush syringes. Hsc considered this to be the primary cause of the event. The customer is operational. The device is performing within specifications. No further evaluation is required. MDR 2517506-2022-00171 was filed on 01-jul-2022 for the same event. MDR supplemental 2517506-2022-00171 supplement 1 is filed for the same event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm system. The result was not reported to the physician(s). The same sample was processed earlier on the same date on the same system. A lower result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely elevated tni result.